Event description:
It was reported that during a cerebral angiogram, performed on a pt presenting with a ruptured aneurysm, a clot formed in the catheter. The pt subsequently expired. It was reported that the physician felt the pt expired due to the effects of the aneurysm and not as a result of the catheter.